Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size 5 rp ps trial spring broke. All pieces were retrieved. No harm to patient and surgery time was not extended.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned for evaluation. Visual examination of the provided photograph confirmed the reported event. The larger balseal was broken, and the smaller balseal was deformed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.